Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report. After the date of this complaint, it was determined that there will be a sheath anchoring and adhesion design change to address this issue. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Manufacturer narrative:
This report is being supplemented to correct information provided in previous reports. Correction to the patient identifier in a1 - should be (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to correct the information in a1 and add an investigation conclusion code in h6.

Event description:
The hospital reported that during a procedure, after the first pass with an endobronchial brush, the sheath of the brush detached from the instrument leaving the wire exposed. The physician was able to successfully complete the intended procedure using another device.there was no procedure delay and there was no harm or injury to the patient as a result of the reported issue.

Manufacturer narrative:
The subject device was returned to veran for evaluation and investigation. It was confirmed that the sheath was completely separated from the housing within the handle. Further investigation of the manufacturing process determined that the device was not meeting the tensile strength specification established by the contract manufacturer. As a result, veran is evaluating the specification surrounding the tensile strength of the sheath to the housing. An evaluation was performed with representatives from medical safety, engineering, quality and regulatory and it was concluded that the malfunction does not present a risk of death or serious injury to the patient. This event is being reported in response to an observation from an external inspection. There has been no associated harm attributed to the reported event. We will continue to monitor and trend similar incidents.